Event description:
It was reported through the company hotline, that the external pulse generator (epg) failed to work as expected. Additional information was obtained that the epg had wire damage and the wires were replaced. The epg remains with the user. There was no patient involvement.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.